Event description:
Event description guidant received information that one day post implant, the implantable cardioverter defibrillator (ICD) displayed an elevated impedance and a loss of capture even at high output. The physician suspected that one of the setscrews may be loose.